Event description:
It was reported that after a routine atrioventricular node ablation procedure this implantable cardioverter defibrillator (ICD) showed t-wave oversensing during a right ventricular automatic threshold (rvat) test. It was also noted the ICD alerted for intrinsic amplitude out of range at 0.9mv (millivolts) on the right ventricular (rv) lead. Programming changes were made updating the rv sensitivity to 1.0mv and the right atrial (ra) sensitivity to 0.7mv. The atrial tachy response (atr) criteria was also changed back to nominal, rather than four entry and zero duration. Technical services (ts) was consulted and advised the lead diagnostics are stable and review of the presenting electrograms (egms) from last week show appropriate sensing and pacing with no observations of t-wave oversensing. The device is currently operating as programmed. The device and leads remain in service. No adverse patient effects were reported.